Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon catheter became stuck on the guide wire. Vascular access was obtained via left brachial artery through a 6f non-bsc sheath. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery. An 8 cm poly tip v-18 control wire was advanced to the target vessel followed by the advancement of a non-bsc balloon catheter. Upon advancing the balloon catheter, it became stuck on the guide wire. The catheter and guide wire were removed together, and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).